Event description:
It was reported that the window of the first pass that captures the suture / tape was broken. Incident occurred before the procedure; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended to be used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual evaluation shows the suture trap is detached and not available. No manufacturing abnormalities were observed. During functional evaluation, the two step trigger performed as intended, the jaw could open and close, and the needle could be extended without any issues. The needle went through a foam model and passed a stitch as intended. The complaint was confirmed. Factors that could have contributed to the reported event include: excessive force. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Factors that could have contributed to the reported event include: (1) excessive force. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.